Event description:
The customer reported that the device self-activated while tissue was in the jaws. It was also noted that sparks splashed out from the gap of the jaw during activation. There was no injury to the pt or surgeon.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.